Event description:
Simply slip off of the toothbrush...loosely in mouth - oral-b [device breakage] replacement brush heads are not snapping into place on the hand piece - oral-b [device connection issue] product counterfeit - oral-b [product counterfeit] case narrative: male consumer via e-mail stated that the oral-b cross action replacement toothbrush heads were not snapping into place on the oral-b pro 2 2500 toothbrush hand piece, model number 3766, and slipped off of the toothbrush mid-brushing, ending up loosely in his mouth. No injury was reported. 18-dec-2023 follow up via e-mail: the suspect product lot was 4 704 132-00. No injury was reported. 05-feb-2024 case update: the concomitant product lot was 2bb04631807. No injury was reported. 29-feb-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
29-feb-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Simply slip off of the toothbrush...loosely in mouth - oral-b device breakage replacement brush heads are not snapping into place on the hand piece - oral-b device connection issue case narrative: male consumer via e-mail stated that the oral-b cross action replacement toothbrush heads were not snapping into place on the oral-b pro 2 2500 toothbrush hand piece, model number 3766, and slipped off of the toothbrush mid-brushing, ending up loosely in his mouth. No injury was reported. (B)(6) 2023 follow up via e-mail: the suspect product lot was 4 704 132-00. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.